Event description:
Pt reported, the infusion tubing connector separated itself from the soft cannula connector. Pt stated, there were no blood glucose level problems. Pt reported, the infusion set was changed. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during drain 5 of 5. The caregiver (cg) stated when he went in the room, the home patient (hp) was disconnected from the patient line. The baxter technical service representative (tsr) reviewed the alarm log and found a se 2240 (air in line). The cg was to continue therapy with a manual exchange. Proper procedures per the user manual were reviewed with the hp. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. The pd nurse stated she was made aware of this by the hp's caregiver. The pd nurse stated the hp's condition is deteriorating. The hp woke up disoriented and disconnected himself from the homechoice. No patient injury or medical intervention was reported. The home patient is continuing therapy on the homechoice. No additional information available.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The cause of the system error 2240 was due to the home patient disconnecting from the set.